Manufacturer narrative:
This follow-up report is being submitted to relay additional information and/or corrected information. Updated/corrected: b5, g3, h11. Upon reassessment of the reported event, it was determined to be not reportable as this component fractured during a separate procedure. The event will be reported under the correct MFR number (0001032347-2025-00315); therefore, this report should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable as this component fractured during a separate procedure. The event will be reported under the correct MFR number (0001032347-2025-00315); therefore, this report should be voided.

Manufacturer narrative:
(B)(4). G2 - report source - foreign - canada. H6 - suggested component code- mechanical (g04) ¿ drill. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that while the surgeon was using the drill bit to drill through the mucosa and bone to place 1.5mm screws for imf fixation, the drill bit fractured. This also happened with another drill bit. There was no reported patient injury as a result of the malfunction.